Manufacturer narrative:
H4: the lot was manufactured between november 27, 2023 and november 29, 2023. H11: the actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection of the provided photographic samples, shows fluid inside the device bladder which suggested an under infusion may have occurred. Functional flow rate testing must be performed on the actual device to verify the accuracy of the fluid flow; though, this is not possible due to the lack of a physical sample. Therefore, the reported event could not be refuted. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that three (3) large volume folfusors underinfused during infusion. The expected therapy time for each pump was 24 hours consecutively, but the pumps were not emptied after their 24 hours (approximately half the medication dose remained within the device) and were changed out for a new pump. The devices contained piperacillin-tazobactam. There was no report of patient injury or medical intervention associated with this event. No additional information is available.